Manufacturer narrative:
The used complaint company device, lot was not returned. Seven unopened company device were returned in the opened 10-count carton. The seven returned unused company device were evaluated. The company device were microscopically examined with no damage observed. No particulate was observed inside the cartridge lumens. All seven company device were functionally tested per the dfu. No lens or cartridge damage was observed after the lens deliveries. No foreign material was observed. The company device were cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. The lens model and diopter being used were not provided. It is unknown if a qualified lens model/diopter was used with the indicated company device. Two viscoelastics were indicated used. Only one is qualified for use with the company device combination. The root cause for the reported complaint could not be determined. The used company device complaint samples were not returned. No determination can be made without physical evaluation of the complaint sample. The seven unopened company device returned for the reported lot were evaluated. No foreign material was observed. Functional and dye stain testing was conducted with the unopened samples with acceptable results. No foreign material was observed after the functional testing. It is unknown if a qualified lens model/diopter was used with the indicated company device. Per the IFU: the company device iol delivery system is for implantation of qualified company foldable iols. No unqualified lenses should be used with the company device iol delivery system. The company device are qualified for use with compatible company device handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. Per the company device dfu: the qualified cartridge/iol combinations have been validated at an ambient temperature of 18 °c using the driving console setting (1.7 mm/sec, 3 seconds, and 3.0 mm/sec for initial velocity, pause and final velocity respectively). Using a higher velocity and shorter pause at lower temperatures, especially with high diopter lenses, could induce damage to iol and/or iol cartridge, affecting successful iol implantation. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There has been one other complaint reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, the foreign material was noted on the lens surface and was removed by ia during the initial procedure. There was no patient harm. Additional information has been requested and received on associated products and concomitant details.